Event description:
It was reported that the user experienced a low glucose event overnight with a device display indicating a value below the readable threshold and alerts for glucose falling quickly and low glucose, while available logs showed a nadir of 57 mg/dl; the user consumed orange juice and returned to range, and education was provided to avoid preemptive carbohydrate snacks at bedtime due to pump response to rising glucose. Symptoms included hypoglycemia with diaphoresis, thirst, blurry vision, and diarrhea. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings with insufficient information regarding a device problem and insufficient information about a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.